Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving medication via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2015 it was reported that the pump "failed". The pump was replaced. The cause of the event, troubleshooting performed, patient symptoms related to the event, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl (2000 mcg/ml at 1031 mcg/day) via an implantable infusion pump. The patient's pertinent medical history included chronic pain, hypertension, peripheral vascular disease, pneumonia, depression, uterine cancer, heart disease, heart attack, copd, pacemaker, tonsillectomy, appendectomy, tubal ligation, gastric surgery, endometrial ablation, laparotomy, cholecystectomy, throat surgery, back surgery, and leg surgery. The other medications the patient was taking at the time of the event included hydromorphone, cymbalta, lyrica, provigil, clonazepam, tizanidine, and fioricet. The logs showed the patient's pump had multiple motor stalls and recoveries. A motor stall recovery occurred on (B)(6) 2015 at 01:53. A motor stall occurred on (B)(6) 2015 at 02:11 with a recovery on (B)(6) 2015 at 02:28. A motor stall occurred on (B)(6) 2015 at 03:40 with a recovery on (B)(6) 2015 at 04:17. A motor stall occurred on (B)(6) 2015 at 17:03 with a recovery on (B)(6) 2015 at 17:20. A motor stall occurred on (B)(6) 2015 at 00:08 with a recovery on (B)(6) 2015 at 00:47. A motor stall occurred on (B)(6) 2015 at 01:39 with a recovery on (B)(6) 2015 at 02:16. A motor stall occurred on (B)(6) 2015 at 04:38 with a recovery on (B)(6) 2015 at 04:57. A motor stall occurred on (B)(6) 2015 at 06:45 with a recovery on (B)(6) 2015 at 08:02. A motor stall occurred on (B)(6) 2015 at 13:52 with a recovery on (B)(6) 2015 at 14:09. A motor stall occurred on (B)(6) 2015 at 14:27 with a recovery on (B)(6) 2015 at 15:04. A motor stall occurred on (B)(6) 2015 at 15:22 with a recovery on (B)(6) 2015 at 19:15. A motor stall occurred on (B)(6) 2015 at 20:09 with a recovery on (B)(6) 2015 at 20:46. A motor stall occurred on (B)(6) 2015 at 21:02 with a recovery on (B)(6) 2015 at 21:21. A motor stall occurred on (B)(6) 2015 at 22:33 with a recovery on (B)(6) 2015 at 22:50. A motor stall occurred on (B)(6) 2015 at 04:28 with a recovery on (B)(6) 2015 at 05:59. A motor stall occurred on (B)(6) 2015 at 08:21. The patient was seen in the clinic on (B)(6) 2015. The symptoms experienced related to the motor stall included diaphoresis, tremors, anxiety, and elevation in pain level. The hcp decreased the pump continuous rate and patient activated (pa) dose and started the patient on fentanyl patches to help with the symptoms of withdrawal/elevation in pain. If additional information is received, a follow-up report will be sent.